Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - reliability laboratory technician, st. Jude medical crmd reliability laboratory - no complaint was received with return of the device. Failure (event) observed during analysis. As received, the device exhibited no output or telemetry. Final analysis found the device exhibited loss of telemetry due to the quartz crystal having a frequency of oscillation higher than the maximum limit.